Manufacturer narrative:
H10: manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four and half year¿s post filter deployment, computed tomography (CT) revealed the struts of the inferior vena cava (ivc) filter protruding through the vena cava. Eventually three years later, a computed tomography (CT) of abdomen and pelvis was performed and showed the apex of the filter was not touching inferior vena cava wall with no abnormal wall migration of the filter, and the inferior vena cava filter was placed appropriately at the level below the renal veins. It further revealed that the struts of the filter had perforated the inferior vena cava (ivc) wall but have not perforated adjacent vessels, bowels, lumbar spine or vasculature. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time, post filter deployment, it was alleged that the filter struts perforated through the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four and half year¿s post filter deployment, CT revealed the struts of the ivc filter protruding through the vena cava. Eventually three years later, CT revealed that the struts of the filter had perforated the ivc wall but have not perforated adjacent vessels, bowels, lumbar spine or vasculature. Therefore, the investigation is confirmed for the perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time, post filter deployment, it was alleged that the filter and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.